Event description:
It was reported that the patient was going to see their doctor on the thursday after the report. The patient was going to have their implantable neurostimulator (ins) replaced but they got real sick about a year prior to the report and they were in and out of the hospital. The hospital visit was not related to the device or therapy. It was noted that the patient¿s device starts to pop out on them and bother them. It was also noted that something was protruding out of the patient¿s body for about 3 years and a patch or adhesive was mentioned but it was unclear what this meant. The patient noted that it felt like their device was falling down sideways and that they could grab and pull it easier. The patient was not sure if the sutures were coming loose inside. The patient noted that they had gained weight and their wires were cutting into them and they got really sick. The patient then lost the weight. The patient noted that they had a car accident in (B)(6) 2014 and almost a total hip replacement on (B)(6) 2014 followed by 5 weeks of rehabilitation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3210, implanted: (B)(6) 1998, product type: transmitter. Product ID: 3888-28, lot# l42474, implanted: (B)(6) 1998, product type: lead. Product ID: 3888-28, lot# l43198, implanted: (B)(6) 1998, product type: lead. Product ID: 3888-28, lot# l42474, implanted: (B)(6) 1998, product type: lead. Product ID: 3888-28, lot # l43198, implanted: (B)(6) 1998, product type: lead. (B)(4).